Manufacturer narrative:
(B)(4). Date sent: 8/22/2023 d4: batch # 313c29 b3: exact event date unk, entered (B)(6 )2023 as no event date was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with a slight indent on the soft touch of the handle part of the shroud and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the handle shrouds is potentially related to a manufacturing process. Device history review a manufacturing record evaluation was performed for the finished device batch number 313c29, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, while reloading the stapler the reload would not fit in the gun, it had the correct size. No patient consequences reported.